Event description:
During case, the physician noted that articulating fan retractor was not functioning. When pulling it out he noted that the plastic housing was broken and a piece was missing. A portion of the missing piece was located, but the remaining piece of plastic could not be located.